Manufacturer narrative:
Device had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, missing serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was damaged t the case and display window. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.